Event description:
Meter was set to the incorrect unit of measurement. The patient stated that he was unaware that his meter was set to mmol/l. He contacted his medical professional, who advised him to go to the emergency room if his blood glucose was high. The pt took his insulin prior to contacting his physician. No medical intervention was reported. The meter was previously set to the correct unit of measurement and he had not made any changes to the unit of measurement. No injury or harm was alleged due to the alleged meter issue.